Event description:
Reporter alleged discrepant blood glucose values of 119 mg/dl on her active system compared to the doctor's measurement of 73 mg/dl when testing was performed within 10 minutes during a routine appointment. No actions or treatment reported. A request was made for the return of the suspect product and replacement was sent.